Manufacturer narrative:
It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-07392. It was reported that rotawire was detached and remained inside patient. The 100% stenosed, severely tortuous target lesion was located in the proximal left circumflex artery(lcx). A 2.15mm rotalink plus and a 325cm rotawire were selected for use. During ablation, it was noted that the rotawire became detached. An attempt was made to snare the fragment but was unsuccessful. The fragment was appositioned to the blood vessel with an unspecified stent and the procedure was completed. No further patient complications reported and the patient's condition was stable.